Manufacturer narrative:
Additional information has been requested, and we will report accordingly if it becomes available. Not returned to manufacturer.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) touchscreen could not be pressed on. It is unknown the circumstances under which the event occurred. It is also unknown if there was patient involvement. However, there was no adverse event reported.

Event description:
N/a.

Manufacturer narrative:
Analysis of production: (3331) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110) the overall 12 month product complaint trend data for the period dec-2019 through nov-2020 was reviewed. There were no triggers identified for the review period.

Event description:
It was reported that before use, the touchscreen of the cardiosave intra-aortic balloon pump (iabp) could not be pressed on. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: a1, a3(to be left blank), b3, b4, b5, d4(version or model #), d9, e1(initial reporter & event site telephone), e2, e3, g2, g3, g6, h2, h3, h6, h10. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the touchscreen assembly, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. The full initial reporter name in block e1 is sathitporn noppaplap.